Event description:
An alarm was reported, followed by another during an occlusion event earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin, and no further assistance was deemed necessary.